Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high phos2 phosphate (inorganic) ver.2 results for two patient samples and an external control sample. Data was only provided for the patient samples. Patient 1 initial result was 3.86 mmol/l and the repeat result was 2.33 mmol/l. Patient 2 initial result was 3.15 mmol/l and the repeat result was 1.51 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The gear pump pressure was checked by the customer and was found to be low.

Manufacturer narrative:
The gear pump head was replaced. Since then, system has been working fine and no further issues were reported.